Event description:
It was reported that, after a left tka surgery was performed on (B)(6) 2016, at some point in the last 18 months, patient reported feeling clicking in his left knee, across leg maneuver. Patient underwent an MRI late 2023 to assess the components. MRI was inconclusive. Symptoms persisted, therefore surgical exploration of the joint was recommended. A revision surgery was performed on (B)(6) 2024 to address this adverse event, and a broken post was discovered. Polyethylene was explanted and a new 9mm ps (non high flex) was implanted without complication. Patient is approximately two weeks out and doing well.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the post fractured off. The fractured piece was returned. The visual also revealed discoloration, scratches and gouges. The explant shows signs of significant wear and use. This inspection was conducted by naked eye. A lab analysis performed on the device revealed that the knee insert post fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, however, no commonalities that would suggest a device deficiency was found nor an adverse trend. No similar events were found for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that breakage of implant could occur as a result of strenuous activity or trauma. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Additionally, per material specification, the quality and manufacture of cross-linked bar bar shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9 corrected data: h6 (medical device problem code).